Event description:
It was reported that the user experienced an issue with an ilet connector that would not twist and stay tightly attached, and the user successfully attached a different connector without issues after troubleshooting and education were provided. Investigation included user troubleshooting and verification by substitution with another connector that functioned properly. Investigation of this case revealed a connector attachment malfunction isolated to a single unit, with the device component identified as the connector and no system-wide malfunction observed. No clinical symptoms associated with the event reported. Outcomes included continued therapy with available supplies and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a product performance issue limited to the individual connector.